Event description:
Caller states the aviva strip vial reports the expiration date as 9/31/09. Manufacturer reports the expiration date as 3/31/09. No adverse event reported. Requested return of suspect device and replacement sent.